Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had deflated cuff. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was confirmed. An inflation/deflation test was performed it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the tube is damaged where the inflation line is inserted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.